Event description:
A malfunction was reported on a pump, which may have been exposed to extreme temperatures prior to the issue occurring. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.